Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 11.3-11.8cm from the distal tip consistent with lead friction to another device. (B)(4) - failure (event) observed during analysis.